Event description:
Reported due to arterial injury requiring surgical intervention. Physician attempted an arteriotomy closure with a perclose proglide device following an interventional procedure in 2004. While closing the arteriotomy site the "suture pulled out a piece of the artery." Hemostasis was achieved with manual compression. The pt was discharged home. The pt returned to the hosp at an unknown date complaining of right leg pain. Reportedly the pt had no pulse on the right leg. The pt was diagnosed with a thrombus and a dissection. Surgery was performed in 2004. Although requested, no additional info is available.